Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was noted to be a diabetic and had a syncopal episode and were subsequently brought to the hospital. It was noted that the cause of the patient's syncope was being investigated. No additional adverse patient effects were reported.

Event description:
Additional information was received that this device was electively explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.